Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306593 and lot number 0231937. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time.

Event description:
It was reported when using the bd¿ pre-filled normal saline syringe there was a damaged/deformed product - device is operable.. The following information was provided by the initial reporter. The customer stated: "when using the flush, the barrel of the flush was found to be cracked. Replaced with a new one to complete the treatment."